Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes >2500 ohms impedance, intermittent capture and sensing and lead fracture.